Event description:
It was reported that that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was intermittent farfield sensing on the ventricular pacing and atrial channel with signal in refractory and then true atrial sense was not being tracked due to atrial flutter response (afr). Ts recommended programming options. Further the right atrial auto threshold (raat) test was not passing. This device remains in service. No adverse patient effects were reported.